Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022 at around 6:00am, the cgm was reading around 80 mg/dl and during this time, the patient was sleepy and experienced seizures, and lost consciousness for about 30 seconds (estimated by the patient). The patient´s friend called an ambulance, meanwhile the patient regained consciousness and self-treated with instant sugar gel and recovered. When the emergency services arrived the patient has already recovered, no treatment was provided by the paramedics. The paramedics did a health check on the patient by checking the patient's 'heart beats', blood pressure and checked the patient´s awareness. At the time of the report, the patient was doing good. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.